Event description:
Device was removed due to cuspal tear on one of the leaflets. Echo showed central regurgitation. Valve was replaced with a mechanical valve. No additional consequence reported for the pt.